Manufacturer narrative:
Submit date: 03/14/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter.the customer states the patient was at home and stood up from their chair when they saw that the catheter was on the floor.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was received for analysis and investigation. It consisted of one palindrome catheter. The sample came inside a plastic bag and showed signs of use. Visual inspection was performed and the catheter did not present any damage. Additionally, during the evaluation was observed that the cuff is firmly adhered to the catheter. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has not been confirmed. Based on the sample evaluation the cuff was present on the catheter and it was noticeably worn. However no issues were found on the cuff. Therefore it was not possible to confirm the reported condition and it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. Based on this investigation, the most possible causes are related to misuse (incorrect tunneling or suture wing not secured to the patient). No complaint trigger or trends were identified, therefore further corrective and preventive actions were not required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance test ing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the patient was at home and stood up from their chair when they saw that the catheter was on the floor.